Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of five manufacturer reports being submitted for this case.

Event description:
During the transfemoral tavr procedure, during the deployment of a second 29mm sapien 3 valve, the commander delivery system did not inflate symmetrically, resulting in the embolization of the valve into the aorta. Following the unsuccessful deployment of a 29mm sapien 3 valve via the subclavian approach, the procedure was converted to a transfemoral approach. A new 29mm sapien 3 valve and commander delivery system were prepared and advanced through the esheath. The valve was aligned and the delivery system crossed the aorta. When the flex catheter was pulled back, the valve was dragged off of the balloon. This happened repeatedly. The valve was finally positioned as well as possible; however, the valve was not perfectly centered (off approximately 2mm). During inflation, the delivery system balloon did not expand symmetrically and the second sapien 3 valve embolized into the aorta. The valve was captured and deployed in the ascending aorta. The patient remained stable throughout the procedure; however, a right coronary occlusion was noted and the coronary artery was ballooned. Following the removal of the esheath, a pre-existing right aortoiliac bifurcation aneurysm dissection was observed and intervention was required. Unfortunately, the patient expired during the procedure. The cause of death was reported to be a complications of the aneurysm dissection. It was reported that when the delivery system was removed, the balloon was intact; however, all of the contrast dumped out of the guidewire lumen. The native annulus measured 26.9mm by CT with a valve are of 564mm2. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. Information pertaining to the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided.

Manufacturer narrative:
(B)(4). The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, gouge marks were noted on the flex tip, likely due to the thv valve struts scraping against the flex tip after multiple valve alignment attempts. Wrinkles on the inflation balloon, shaft buckling at the flex tip, and small bubbles indicating a pin-hole size leak near the inflation balloon / crimp balloon bond area, were also observed. Due to the condition of the return device (pinhole leak in the inflation balloon), further functional testing was unable to be performed. A device history record (DHR) review did not reveal any issues that could have contributed to the complaint event. A lot history review of the work order revealed no similar complaint from the same lot related to the reported events. A pin-hole leak in the proximal balloon was confirmed. Engineering is unable to determine the exact root cause of the complaint based on available information. The review of manufacturing mitigations indicated that it was unlikely that a pinhole was present during manufacturing as devices are 100% leak tested and visually inspected for defects. In addition, the device was able to be de-aired before use and the valve was deployed without leakage. The patient information provided indicate that the access vessel contained moderate calcification and a ¿physiological curvature aorta¿. This suggests that the valve alignment difficulty may have occurred as a result of patient factors. It is possible that the pinhole leak on the balloon was a result from contact with calcification or the additional handling/manipulation during the attempts to align the valve. The reported valve movement on balloon could not be confirmed without imagery. No manufacturing non-conformances were identified in the returned device. Improper alignment of the valve on the balloon can contribute to non-uniform inflation of the balloon and thus movement of the valve along/off the balloon during balloon inflation and valve deployment. Other procedural/patient factors can also contribute to valve movement on balloon prior to or during deployment: incomplete balloon aortic valvuloplasty (bav) or bav not performed, improper/incomplete valve alignment/fine adjustment, balloon shaft not fully locked after valve alignment/fine adjust during navigation and crossing of the catheter to aortic root, improper coaxially of the delivery system and valve to the annulus during valve positioning and deployment, tortuosity of patient anatomy (aorta) and calcified native valve (especially in the cases where bav was not performed). In this case, it was reported that the patient had moderate valve calcification and mild root calcification, ascending aorta angle of 48° (almost quite horizontal aorta). Valve diving and/or compression of the flex catheter may occur during valve alignment. Performing valve alignment at a bend or angle can cause the thv valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped thv valve slides into the flex tip lumen. Alternatively, compression may be observed in the distal portion of the flex catheter during valve alignment due to non-ideal valve interaction/alignment with the flex tip. No manufacturing non-conformances were identified in the product evaluation, and no labeling/IFU deficiencies were identified. A review of complaint history revealed that the occurrence rate does not exceed the march 2016 control limits for these trend categories. Therefore no preventative or corrective actions are required. Please reference related manufacturer report no: 2015691-2016-01094. Please reference related manufacturer report no: 2015691-2016-01096. Please reference related manufacturer report no: 2015691-2016-01097. Please reference related manufacturer report no: 2015691-2016-01098.